Event description:
Boston scientific received information that this device was explanted, replaced, and returned for normal battery depletion (nbd). No field allegations have been received against fit, form, or finish of this product. This report was created due to laboratory findings.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.